Event description:
According to hosp, the following incident occurred: "a pt was found by nurse in sling of hoyer lift against the wall. Nurse assistances x 2 was using the lift to transfer when hoyer lift bent pt to floor. This was reported to distributor immed."

Manufacturer narrative:
No further info available.